Event description:
The facility reported a colleague infusion pump with "solid white line and blue and black lines across display." According to the facility, this event occurred during programming/set-up in the sterile processing unit. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "solid white line and blue and black lines across display" was confirmed by baxter service personnel. The root cause was attributed to a faulty main display. The main display assembly was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.